Event description:
It was reported that this right atrial (ra) lead was suspected of a fracture. The lead exhibited high pacing impedance measurement, measuring greater than 3000 ohms and showed noise. An x-ray was performed and confirmed a kink near the suture sleeve. The patient does not require atrial pacing; therefore, the device was reprogrammed to have the ra lead deactivated. No adverse patient effects were reported. This ra lead remains implanted but electrically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event or problem for more information regarding the specific circumstances of this event.